Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that after five days of support, an impella cp was explanted due to concerns of hemolysis and low flows/continuous suction alarms. The team could not troubleshoot them effectively with either fluid bolus or pump repositioning. The patient survived.

Manufacturer narrative:
The investigation of low pump flow and hemolysis has been completed. The impella device was not returned for evaluation. Low pump flow: clinical states that the patient had continuous suction alarm and patient's left ventricle (lv) was severely underfilled, had volume issues and 1.2l volume was given for troubleshooting but no change. Repositioning was unsuccessful as well. Pump was not returned for investigation. Data logs were investigated and suction alarms were confirmed. The pump flow was observed to be gradually decreasing at p2 going below the lower range 1.1l/ min. There was a motor current spike at the start of the decreased flow when the pump p-level was being reduced. The placement signal was slightly drifting down corresponding to the low flow. Therefore, as per the clinical information and data log review, the root cause of the low pump flow issue was most likely lv severely underfilled patient condition related. Hemolysis: clinical states that the patient was experiencing frank hemolysis during the low flow event. Pump was repositioned but repositioning did not help troubleshoot the situation. Pump was not returned for investigation. Data logs confirm the pump was out of position with multiple "impella position in aorta" alarm. Therefore, the root cause of the hemolysis issue was most likely improper positioning of the device per echo showing pump shallow which was confirmed in the data logs.